Event description:
A home healthcare provider provided a lawyer's letter from a patient's family alleging that a hc500 respiratory humidifier was defective and that the patient's family believes that the use of the hc500 respiratory humidifier resulted in the death of the child. The child had been in the hospital for a period as she suffered severe birth defects, but has been sent home with a terminal diagnosis "to die" as she was in "end stage" and had a "few days to live." It was reported that the hc500 respiratory humidifier was in use when the child died. The hc500 respiratory humidifier was set up the day before the patient was released from the hospital by the hospital's respiratory department to ensure that it was working properly and it functioned properly at the hospital. The hc500 respiratory humidifier was set up by the home healthcare provider at the patient's home.

Manufacturer narrative:
Methods - no information to date. Results - investigation still underway, no results to date. Conclusions - no conclusion can be made at this time. The device is still in the possession of the patient's family. Several requests and attempts have been made to obtain the hc500 for testing, but to date, the family has not been willing to release the product.